Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Concomitant product: 419488 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was suspected to have reached early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.